Manufacturer narrative:
The event was first notice on (B)(6) 2022 by the patient; however, the issue was verified by a healthcare professional on 03 august 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the twist sleeve and main body of a minicap transfer set. This occurred during at the end of peritoneal dialysis (pd) therapy. The transfer set was replaced. The patient was given prophylactic antibiotic as precautionary measure. There was no report of patient injury associated with this event.

Manufacturer narrative:
H10: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and a separation between the main body and the twist clamp was observed. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.